Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was defective dso sensor. This was determined to be a reportable issue. Replaced dso sensor and seal to fix this issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had shown a ¿cassette not attached¿ error.¿ the event had occurred during testing.